Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The target lesion was located at the distal left circumflex. A 2.25 x 28mm promus element, monorail stent delivery system (sds) was advanced but was unable to cross the lesion. The procedure was completed with a different device. There were no reported patient complications and the patient status post procedure was stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Initial visual examination of the device found that the stent was stretched at its distal end. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).